Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Event description:
The surgery was to remove a broken right side gamma3 long nail which was implanted approximately 2yrs ago at the (B)(6) by another surgeon, mr (B)(6), and replaced with an omega dhs. The nail had broken at the point where the lag screw crosses through and there was mal-union of the initial fracture site. The lag screw, 5mm distal locking screw and proximal part of the nail were extracted. In the final step to remove the distal portion of the nail, the small extraction hook was selected and as per the operative technique, attachment onto the end of the strike plate was attempted but was unsuccessful. On closer inspection there was visible thread damage to the threads of the extraction hook. The large extraction hook on the set would attach onto the strike plate but was too large to fit down the nail. The procedure continued using the small extraction hook but with another method of capturing the end to pull it out again. The extraction hook was passed down the nail but upon removal it did not extract the nail with it. It was then noted that the tip of the extraction rod had broken off. Other methods of trying to extract the nail were unsuccessful so the decision was made to leave the broken implant in the patient. An omega dhs was implanted with the 4.5mm cortical screws being placed angularly around the nail in the canal. Length of surgery time was increased beyond that expected by 30-60 mins whilst working around the effected instrument and trying to find alternative methods of extraction. This pi is for the broken extraction kit. Revision was reported under (B)(4).

Manufacturer narrative:
Evaluation revealed the extraction hook to be the primary product. No associated products were reported. No deviations were found during review of the manufacturing and inspection documents (DHR). The item returned was documented as faultless prior to distribution. During investigation no material, design or manufacturing related issues were found. The breakage surface indicates that the tip broke due to a bending overload. The material is hardened to be harder than the nail to be extracted. Hardened materials are brittle and rather break than bend. Therefore it is not allowed to bend the extraction hook. The case is attributed to an insufficient handling by the user.

Event description:
The surgery was to remove a broken right side gamma3 long nail which was implanted approximately 2yrs ago at the (B)(6) by another surgeon, mr (B)(6), and replaced with an omega dhs. The nail had broken at the point where the lag screw crosses through and there was mal-union of the initial fracture site. The lag screw, 5mm distal locking screw and proximal part of the nail were extracted. In the final step to remove the distal portion of the nail, the small extraction hook was selected and as per the operative technique, attachment onto the end of the strike plate was attempted but was unsuccessful. On closer inspection there was visible thread damage to the threads of the extraction hook. The large extraction hook on the set would attach onto the strike plate but was too large to fit down the nail. The procedure continued using the small extraction hook but with another method of capturing the end to pull it out again. The extraction hook was passed down the nail but upon removal it did not extract the nail with it. It was then noted that the tip of the extraction rod had broken off. Other methods of trying to extract the nail were unsuccessful so the decision was made to leave the broken implant in the patient. An omega dhs was implanted with the 4.5mm cortical screws being placed angularly around the nail in the canal. Length of surgery time was increased beyond that expected by 30-60 mins whilst working around the effected instrument and trying to find alternative methods of extraction. This pi is for the broken extraction kit. Revision was reported under (B)(4).